Manufacturer narrative:
No sample or lot number information has been received by manufacturing for evaluation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that multiple knives were noted to be blunt. Procedure details, patient involvement and patient impact information is unknown. Additional information received clarified that the knives were noted to be blunt during separate cataract surgeries. Alternate knives were obtained in order to successfully perform and complete each procedure. There was no impact to any patient. Additional information is confirmed to be unavailable.